Manufacturer narrative:
The lfit morse taper head, cat # 01-2605, lot # unk was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the reported event. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported eccentric head location with poly wear.